Event description:
Boston scientific received information that during an upgrade procedure to add a left ventricular pacing lead, this cardiac resynchronization therapy defibrillator (crt-d) was removed from the pocket with some force. The device had been implanted in a subpectoral orientation, and was included in the subpectoral implant advisory issued in 2009. Visual inspection of the explanted device found the header and case had separated slightly. The device was returned to boston scientific for laboratory analysis.

Manufacturer narrative:
Upon receipt in our post market quality assurance laboratory, visual inspection confirmed the clinical observation of a weakened header bond. X-ray examination was performed. The header wires were verified to be intact. Improvements have been made to the manufacturing process in order to strengthen the bond between the header and the device case.